Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
During implantation, the patient underwent a hysterectomy by the implanting surgeon and laparoscopic cholecystectomy a different surgeon. Due to vaginal pain while sitting, dyspareunia and increase urinary incontinence, the patient had mesh removed on (B)(6) 2005. Dyspareunia. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and an obturator sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.